Event description:
It was reported the patient experienced intermittent stimulation. It was stated that when the patient moved her left arm across her body, which moved the implantable neurostimulator (ins), she got a ¿tingly zappy¿ feeling down her right arm. It was added this was similar to what she felt when she turned the ins off and back on, but ¿not quite as severe.¿ it was noted the patient had a ¿whooshy¿ feeling in her head. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0309504v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3387-40, lot# j0309504v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).